Manufacturer narrative:
The insulin pump was received with cracks in the case at the display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window, and battery tube threads. The unit was also received with minor scratches on the lcd window and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that the reservoir compartment was broken and that if she removed the reservoir the compartment would break off. The customer confirmed that the reservoir was still functioning, but that the tube lip was broken and jagged. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.